Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was available and photographs and a video were provided for evaluation. Visual inspection of the photos and video showed a crack in the connection from the set filter to the dialysate port. Inspection of the actual sample showed that the filter access screwed connector was broken, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that the filter connector of a prismaflex m100 set was observed to be cracked and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.